Event description:
Device 2 of 2: reference MFR report: 1627487-2019-00149. It was reported the patient¿s scs system was not providing adequate relief. Imaging confirmed lead migration occurred. As a result, the patient¿s occipital leads were repositioned on (B)(6) 2018. Effective therapy was established post operation.